Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they logic board issue with components with minor corrosion; component replaced and resoldered. Software version as found 9.33.1; as left 9.33.1. Backup speaker wiring loose; backup speaker assembly replaced. Handle had some physical damage in corners; handle replaced. Rear case not properly fitting and aligning with the front case and rear panels; rear case replaced. Front case cracked along bottom right screw; front case replaced. Battery pack missing; battery pack replaced. Software received error 800.8000; software reflashed. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they logic board issue with components with minor corrosion; component replaced and resoldered. Software version as found 9.33.1; as left 9.33.1. Backup speaker wiring loose; backup speaker assembly replaced. Handle had some physical damage in corners; handle replaced. Rear case not properly fitting and aligning with the front case and rear panels; rear case replaced. Front case cracked along bottom right screw; front case replaced. Battery pack missing; battery pack replaced. Software received error 800.8000; software reflashed. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
Customer reported there was an issue with the logic board of the device. It was reported there was no patient involvement.

Event description:
Customer reported there was an issue with the logic board of the device. It was reported there was no patient involvement.